Manufacturer narrative:
The original model number and serial number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the system is not switching on. There was no reported patient involvement.